Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The non-emergency procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not perform fluoroscopy. Upon troubleshooting, fse identified that the power invertor (point) was experiencing intermittent failures. A review of system log files showed an error indicating that the resonance frequency was too high due to a faulty point. The defective point was sent for analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. However, replacing the power inverter (point) certeray by the field service engineer resolved the issue and restored system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.